Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that during a routine follow up, CT scan revealed the bifurcated stent graft has migrated approximately 1 cm below the lowest renal. A proximal type I endoleak is present. The aneurysm has enlarged to 10 cm. The physician implanted an endurant cuff resolving the proximal type I endoleak. The cause of the migration was due to disease progression (sac enlargement). No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (migration, endoleak); patient's condition affected effectiveness of device (disease progression; sac enlargement). Conclusion: known inherent risk of a procedure (migration, endoleak); device failure/lack of effectiveness related to patient condition (disease progression; sac enlargement).